Event description:
According to the rptr, he has had 4 employees who appeared to have an allergic reaction to the fumes, which smell like vinegar, from the plazlyte. The facility began trialing the device in 09-1997. One employee began to complain of symptoms almost immediately. Three add'l employees have since complained of symptoms. The symptoms have included: itchiness, watery eyes, rashes under the arms and on upper torso, bloating, nasal passage burning, raw irritated, and scarred, nose bleeds, headaches, and dizziness. One employee has claimed to have lost her sense of smell. At first, hepa masks were used for protection, but they provided no relief. The affected employees were then fitted for respirators. As long as the respirators are worn, no symptoms occur. 8 other employees have had no complaints. Abtox came to the facility in march to address these issues. They advised the employees to stand behind the door as it is opened and vacate the area for 15 mins afterwards. The facility was also advised to increase the ventilation in the plazlyte sterilizer area. The sterilizer uses a combination of peroxyacetic acid, hydrogen peroxide, acetic acid, water, hydrogen, oxygen, and argon to produce a plasma which sterilize the contents. The fumes given off by the hydrogen peroxide and acetic acid were tested and found to be at 8 parts per million which is below the occupational safety and hlth administration's established limit of 10 parts per million according to the rptr. The rptr feels safety could be enhanced by installing a hand over the door in order to quickly ventilate the area.